Manufacturer narrative:
Visual inspection was performed on the returned device. The reported malposition of device (suture) could not be tested during return analysis because the component was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via an 6fr sheath after a percutaneous transluminal angioplasty procedure. Reportedly, "when withdrawing the device until the guide wire port exiting the skin line, the suture could be grasped. However, the suture came out with the device when removing the device. It was found that the suture was not released from the o-ring." The device was removed altogether, and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.